Manufacturer narrative:
Merge technical support assisted the customer with troubleshooting efforts. The problem was found to be on their remote display also known as the boom monitor. The boom monitor is a mirror image of what is seen in the control room and is the display for the attending physician to complete the procedure and to monitor the patient's vitals. These are considered third party hardware. Guidance was provided to change the input on the remote display and then required the hemo application to be rebooted. The hemo user manual, addresses the potential for such an occurrence with statements such as, "if the site chooses to use a third-party procedure room monitor and wants to connect the hemodynamics system to it, the third-party monitor and any video distribution box must be powered on before the record station. Based on the information provided by the customer, there was no indication that this problem resulted from a device malfunction and/or defect but rather from a human factors issue.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6), 2016, a customer reported to merge healthcare that there was no display on a remote workstation and the patient's blood pressure could not be taken. Information obtained from the customer revealed that the patient's data was lost and there was a 20 minute delay. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, information provided by the customer indicates that the procedure was completed successfully. Reference complaint number (B)(4).